Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient's effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the same day as the onset of peritonitis, the patient began treatment with cefepime (intraperitoneal, continuously in the night bag, dose, duration, and exact frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, patient outcome was unknown. No additional information is available.